Manufacturer narrative:
(B)(4).

Event description:
The patient had an MRI scan which caused the pump motor to stall. On (B)(6) 2011, it was reported that the patient had not been feeling well the past few weeks; the patient had underdose symptoms. They were unsure if it was related to the MRI or possible motor stall. When the pump was interrogated on (B)(6) 2011, it logged a motor stall recovery. It was later reported that although, the patient reported not feeling well; it was determined that it was not due to underdosing. The pump reservoir was accessed and the hcp confirmed that the amount of medication in the reservoir matched what the pump predicted and also matched what would have been administered since the time of the MRI on (B)(6) 2011. The patient had no sequela from the event.